Event description:
The manufacturer received information alleging a ventilator pressure was low. There was no serious or permanent patient harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, the device failed steps during testing. The device's sensor board needs replaced to address the issue.